Event description:
It was reported that the patient underwent surgical intervention to replace the inflatable penile prosthesis (ipp) due to fluid loss from a break in the tubing near the pump. There were no patient complications reported.